Manufacturer narrative:
(B)(4). Method: the returned mr290v vented autofeed humidification chamber was visually inspected for damage and performance tested by connecting to a waterbag. Results: no damages were observed on the returned chamber, particularly on the water feedset tube. When connected to a waterbag, the water flowed into the chamber normally. The chamber was filled successfully and stopped at the maximum water level line. No leak was observed between the water feedset tube and waterbag spike. Conclusion: no fault was found with the returned device. The chamber functioned normally during testing and no leak was observed between the water feedset tube and waterbag spike. The user instructions which accompany the mr290 chamber state "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A distributor in (B)(4) reported that the water feedset tube of an mr290v vented autofeed humidification chamber was defective. This was noticed prior to patient use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The mr290v vented autofeed humidification chamber is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we receive the complaint device and have completed our investigation.

Event description:
A distributor in (B)(6) reported that the water feedset tube of an mr290v vented autofeed humidification chamber was defective. This was noticed prior to patient use. No patient consequence was reported.